Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another device for diagnosis. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting normally. Upon functional testing fse found the error code about disk read error. Fse replaced the hard disk and installed the os. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on successfully. The issue was found during clinical use. No harm has been reported to philips.